Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient admitted to hospital for the treatment of high blood glucose level of 600mg/dl. Patient was admitted for 5 days and showed symptoms like vomiting. The trace ketones were also positive. Hospital staff had given the treatment IV insulin drip (intravenous insulin infusion) to the patient and has been informed about the expired infusion set. No further information available.

Manufacturer narrative:
Patient city - painesville.